Event description:
A distributor in (B)(6) reported that the label of an iw910 infant warmer did not bear the ce-mark.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the device found that it was received inside the sterile package; the actual device complaint was not received for evaluation. Upon functional testing of the device, the clips were loaded, retained and formed as intended; the clips were evaluated with a funnel gage without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a plastic surgery, reconstruction on the face with a skin flap, when loading the clips into the device the bottom of the cartridge was falling off, causing the clips to not form correctly. This occurred five times with different cartridges. It is unknown if the base was being used. A disposable clip applier was used to complete the case with no patient consequence.